Manufacturer narrative:
Based on the returned device and description of the reported event, it is likely that there was an applied force on the distal tang that exceed the mechanical properties of the clamp's distal tang. If the user attempted to remove the installer without the tangs fully splayed it may have placed an excessive load on the tangs. It is reasonable to assume intervention was required to remove the fractured pieces from the body.

Event description:
It was reported that the tangs of the installer became dislodged after disengaging from the implant and attempting to remove the installer from the disc space. No component was left in the patient. No impact to the patient and no medical intervention was required.